Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed as medical records were not provided. The device history records and sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Superficial infections are considered a procedure-related complications where no device has been reported to be revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a post-operative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. As the patient's infection and hematomas can be reasonably deduced to be procedure-related complications, the root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Beckers, g., masse, v., barry, j., st-louis, j., isler, m. Vendittoli, p. A., morcos, m. W. (2024) clinical outcomes of total knee arthroplasty in patients who have hemophilic arthropathy: a prospective study. The journal of arthroplasty 40(1)102-110 https://doi.org/10.1016/j.arth.2024.07.020. B3 - event date - date of publication. D10 - concomitant devices - unknown zimmer femoral component catalog #: ni lot #: ni, unknown zimmer tibial component catalog #: ni lot #: ni, unknown zimmer patella catalog #: ni lot #: ni. E1 - contact - correspondence author. G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient developed a post-operative hematoma with a simultaneous superficial wound infection following knee arthroplasty and was successfully treated with antibiotics. Attempts have been made, however, no additional information is available.